Event description:
It was reported that the customer was in the hospital and they took off the insulin pump. The caller stated that her blood glucose spike before surgery and the customer was taken out of surgery and gave her back the device. The husband stated that the customer was treated for high blood glucose. The caller also stated that he attempted to change the battery, but he could not remove the cap off. Advised the customer to discontinue the use of the insulin pump if the battery is low. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked battery tube threads, cracked case at display window corners, stripped battery cap coin slot and mission end cap sticker.